Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an angioplasty procedure, an enterprise2 4mmx23mm no tip vascular reconstruction device (product code: encr402300, lot number: 9700768) was impeded in the y connector and could not be pushed into the unspecified microcatheter (mc). The stent was found detached from the delivery wire in y connector. The doctor removed the y connector and removed the stent and then switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 26-mar-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. No torqueing device was used. There was no evidence of physical material within the device. The microcatheter used was a prowler select plus 150/5cm (product code: 606s255x0. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm no tip vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent was detached from the delivery system. No appearance of damage was noted. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and those specifications that control the attachment and delivery of the stent were found within specifications. A device history record (DHR) was performed, and no internal actions were identified. The customer complaint regarding an impeded stent cannot be evaluated with the device in the returned condition, as the stent would need to be attached to the system and contained within the introducer in order to perform a functional test. The issue reported regarding the stent component being prematurely detached was confirmed. However, the dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent. Due to the limited information available, a root cause of the failure encountered cannot be determined. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: confirm that the delivery wire does not move relative to the introducer during the removal of the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.